Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240, batch # 0038084239. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (weakness) and thrombosis (imaging, medication, and additional device required, hospitalization). Risk review: a risk review was completed and confirmed that the events of cerebral vascular accident (cva) (weakness) and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient was given 7000 units of heparin and then the physician successfully completed the transseptal puncture. Post transseptal puncture the patient was given another 7000 units of heparin. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and partially recaptured once to position the closure device optimally. Another 5000 units of heparin was given to the patient, and the closure device was checked for release. While evaluating the closure device, a thrombus was noted on the distal end of the wds. The physician gave the patient another 2000 units of heparin and the closure device was successfully implanted in the laa of the patient. The physician aspirated the wds and then aspirated as they removed the wds from the was. The thrombus appeared to be aspirated on echocardiogram imaging, and the physician aspirated the was as they uncrossed through the septum to the right atrium. The physician kept the patient on heparin until they were cleared for a stroke. The patient was quickly awakened from anesthesia and was assessed for stroke symptoms. There was weakness in their right hand. It was noted that their left side and right foot were appropriately responsive. A code stroke was called and there was deficiency noted in the left side of brain on computed tomography (CT) scan. The CT scan was not definitive of stroke, so the patient was sent to magnetic resonance imaging (MRI). The patient was kept overnight for observation. The patient remains hospitalized in stable condition and there were no other complications that were reported to have occurred as a result of this event.

Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient was given 7000 units of heparin and then the physician successfully completed the transseptal puncture. Post transseptal puncture the patient was given another 7000 units of heparin. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and partially recaptured once to position the closure device optimally. Another 5000 units of heparin was given to the patient, and the closure device was checked for release. While evaluating the closure device, a thrombus was noted on the distal end of the wds. The physician gave the patient another 2000 units of heparin and the closure device was successfully implanted in the laa of the patient. The physician aspirated the wds and then aspirated as they removed the wds from the was. The thrombus appeared to be aspirated on echocardiogram imaging, and the physician aspirated the was as they uncrossed through the septum to the right atrium. The physician kept the patient on heparin until they were cleared for a stroke. The patient was quickly awakened from anesthesia and was assessed for stroke symptoms. There was weakness in their right hand. It was noted that their left side and right foot were appropriately responsive. A code stroke was called and there was deficiency noted in the left side of brain on computed tomography (CT) scan. The CT scan was not definitive of stroke, so the patient was sent to magnetic resonance imaging (MRI). The patient was kept overnight for observation. The patient remains hospitalized in stable condition and there were no other complications that were reported to have occurred as a result of this event.